Manufacturer narrative:
The customer used 13 mm. Diameter tubes without using the required rack adapters for 13 mm. Diameter tubes. Based on the provided information, a general reagent issue can be excluded. Calibration and controls do not point to a general instrument or reagent issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Calibration and controls were acceptable on the day of testing. There was no issue with the reagent. The number of sample tube inversions was less than recommended by the tube manufacturer. The sample centrifugation g-force was higher than recommended by the tube manufacturer. Upon review of the alarm trace, an abnormal aspiration alarm occurred on the day of the event.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pth on cobas 6000 e601 module serial number(B)(4). The sample initially resulted in a pth value of 63.59 pg/ml. The sample was sent to a second site where it was tested on a cobas e 801 analyzer, resulting in a value of 48 pg/ml.